Manufacturer narrative:
Investigation summary: no samples or photos displaying the condition reported are available for examination. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Corrective and preventative action was opened to investigate this failure mode. Investigation conclusion: no physical samples or photographs of the client were received, it is worth mentioning that during the control in process no non-compliant parts were reported due to the defect reported by the client. Additional it is unknown in which section of the syringe the leak was presented, i.e. In the connection, in the cylinder body, etc. Root cause description: during transport the cylinders can become jammed, generating the additional damage could bind on the assembly dials in the same way, causing damage to the cylinder body. Regarding the failure mode of the staff qualification, the operative staff is trained in both the operating instructions and the frequencies where they are mentioned defective that could be presented, however there was no qualification that ensures that the staff identifies and knows the flaws, so this action was executed in june 2018. The assembly equipment has a tooling that during the process runs the leak test to each manufactured part at 100% so it was not considered necessary to perform leakage test as part of the final inspection, however when detecting this failure mode the test fug a in final inspection was implemented in the month of october of 2018. It is important to mentioning that given the event of the leakage, CAPA 400567 was generated to follow up on all the failure modes identified and their respective action plan.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had been leaking.